Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient experienced decreased pain relief. The actual residual pump volume was greater than the expected volume. The pump had reservoir discrepancies on multiple refills. The pump was replaced. The patient was doing well following the replacement and recovered without sequela. The device system was used to deliver morphine, bupivacaine, and baclofen.